Manufacturer narrative:
Additional information was added to h6. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of mini-infuser microbore extension sets were popping off; further described as disconnecting from a non-baxter 10cc saline syringe. This issue occurred during infusion through a PICC (peripherally inserted central catheter) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.